Event description:
Original hip replacement surgery done in 2004. Week of april 18, 2005 patient felt a grinding / popping sensation in her hip. X-ray showed a ceramic liner w/pieces of ceramic around the socket. Patient admitted in 2005 and had a revision on her ceramic liner to metal acetabular insert/new femoral head.